Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has kinks in the body of the guidewire located approximately at 127cm and 299cm from the distal tip. Dimensional inspection of the wire that could be measured were performed and were within specifications.

Event description:
It was reported that the procedure was cancelled . The 90% stenosed, 25mmx3.0mm target lesion area was located in the moderately tortuous and seriously calcified right coronary artery. During a percutaneous coronary intervention, a 330cm rotawire became kinked which caused the rotalink advancer to not work. The rotawire was removed directly. The procedure was not completed due to this event. There were no complications reported and the patient was stable.

Event description:
It was reported that the procedure was cancelled . The 90% stenosed, 25mmx3.0mm target lesion area was located in the moderately tortuous and seriously calcified right coronary artery. During a percutaneous coronary intervention, a 330cm rotawire became kinked which caused the rotalink advancer to not work. The rotawire was removed directly. The procedure was not completed due to this event. There were no complications reported and the patient was stable.